Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal was not reported. The patient experienced peritonitis, not requiring hospitalization. The patient was treated with injections of vancomycin, 2gm (frequency not reported). The cause of the peritonitis was unknown. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.